Event description:
A trilliant surgical sales representative called sales support to report that a minimally invasive bunion (mib) plate, right and associated screws were removed on (B)(6)2019 at facility x.. Doctor 1 originally performed the bunionectomy on (B)(6) 2019 utilizing an mib loaner from corporate. The sales representative believes the patient came in for a regular post-op review with report of pain (date unknown) and that a tiger screw was backing out. Fusion had occurred. Information surrounding this incident is limited due to the fact that the sales representative was not present at the removal case. The removed hardware was discarded after the procedure and will not be returned to corporate for review.

Manufacturer narrative:
--Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2), sex (a3), and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be the onset of patient pain due to a screw backing out. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (d4) could not be confirmed. See below for all possibilities. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. As a result of item 5 above, device manufacture date (h4) could not be confirmed. See below for possibilities. 9. Section h9 n/a to this report. 10. No files attached to this report. Investigation summary. Device history record (DHR) review: for part 200-24-024, the lot number was determined to be lot tsl006421 (B)(4),manufactured 08/27/2018]. The DHR was reviewed. Ncr-m 18-266 identified and dispositioned one (1) part as scrap for missing the distal tip. The issue is not related to the event. For part 301-24-022, the lot number was determined to be lot tsl004813 (B)(4), manufactured 11/06/2017]. The DHR was reviewed. No deviations, reworks, or nonconformances were associated with this lot, and the traveler and final inspection paperwork was verified to be complete. For part 302-24-020, the lot number was determined to be lot tsl004767 (B)(4), manufactured 03/09/2017]. The DHR was reviewed. No deviations, reworks, or nonconformances were associated with this lot, and the traveler and final inspection paperwork was verified to be complete. The lot number for the 300-70-001 plate could not be definitively determined as it was used from a set with another plate from a different lot. Parts were not returned, and utilization of direct part marking for identification of parts is not possible. Using the netsuite erp system, potential lot numbers were determined by generating a historical record of parts utilized from the associated sales representative's personal tray. The following potential DHR's were identified: for part 300-70-001, the most likely lot numbers were determined to be lot tsl006255 [UDI (B)(4),manufactured 07/30/2018] or lot tsl006964 [UDI (B)(4),manufactured 02/19/2019]. Both dhrs were reviewed. No deviations, reworks, or nonconformances were associated with either lot, and the traveler and final inspection paperwork was verified to be complete.

Manufacturer narrative:
Event description: an mib plate and associated hardware was removed due to patient pain and the tiger cannulated screw in the interfrag hole was reported to be backing out. The mib plate was previously implanted on (B)(6) 2019 and was removed on (B)(6) 2019. Review of surgical technique: no details about the original implantation were provided. The complaints log was reviewed during june of 2019 for any mib cases with issues during implantation. No relevant complaints were identified. Only one (1) tiger cannulated screw was used with the mib system, and the screw backing out must be the interfrag screw, as it is the only hole which accepts only a tiger cannulated screw. DHR review: for part 200-24-024, the lot number was determined to be lot tsl006421. The DHR was reviewed. Ncr-m 18-266 identified and dispositioned 1 parts as scrap for missing the distal tip. The issue is not related to the event. For part 301-24-022, the lot number was determined to be lot tsl004813. The DHR was reviewed. No deviations, reworks, or nonconformances were associated with either lot, the traveler and final inspection paperwork was verified to be complete. For part 302-24-020, the lot number was determined to be lot tsl004767. The DHR was reviewed. No deviations, reworks, or nonconformances were associated with either lot, the traveler and final inspection paperwork was verified to be complete. The lot number for the 300-70-001 plate could not be definitively determined as it was used from a set with another plate from a different lots. Parts were not returned, and utilization of direct part marking for identification of parts is not possible. Using the netssuit erp system potential lot numbers were determined by generating a historical record of parts utilized from (B)(4) personal tray. The following potential DHR's were identified: for part 300-70-001, the most likely lot numbers were determined to be lot tsl006255 or tsl006964. Both DHR's were reviewed. No deviations, reworks, or nonconformances were associated with either lot, the traveler and final inspection paperwork was verified to be complete. Visual / dimensional inspection: parts were not returned and a visual/dimensional inspection cannot be completed. Simulated use testing: parts were not returned and simulated use testing cannot be completed. Evaluation of similar complaints: frm qlt-005c, customer complaint report log, was reviewed for similar events involving the mib plating system. Multiple similar complaints were identified through identification and review of CAPA (B)(4): (B)(4). This was the only report identified during 2018 or 2019 involved with this surgeon or sales representative. In response to several complaints received, CAPA (B)(4) was initiated on 03/26/19 to determine if any necessary corrective actions were required due to reported mib hardware removals. All listed complaints had an unknown root cause as a result of limited information available or parts not being returned. Reference CAPA (B)(4) for more information. The IFU was revised as a part of CAPA (B)(4), effective on 07/01/19. The mib plate associated with this complaint was implanted on (B)(6) 2019 and is considered within the scope of the CAPA as the other reported events also involved tiger cannulated screws backing out leading to hardware removal. Summary / root cause analysis: due to the parts not being returned and lot numbers being unknown, a limited investigation was completed. Through review of the case details, DHR review, previous complaint history and root cause analysis of CAPA (B)(4), a suspected root cause is that correct screw length may not have been utilized for the tiger cannulated screws, however, this cannot be confirmed as only limited information was available for investigation. The root cause is considered unknown at this time, and the field shall continue to be monitored for need of additional action.

Event description:
On (B)(6) 2019 (B)(4), our trilliant sales representative, called sales support to report that an mib plate and associated screws were removed on (B)(6) 2019 at (B)(6). Dr. (B)(6) originally performed the bunionectomy on (B)(6) 2019 utilizing an mib loaner from corporate. (B)(4) believes the patient came in for a regular post-op review with report of pain (date unknown) and that a tiger screw was backing out. Fusion had occurred. Information surrounding this incident is limited due to the fact that (B)(4) was not present at the removal case. The removed hardware was discarded after the procedure and will not be returned to corporate for review.